Event description:
Review of unpublished literature representing results of a surgeon's observations and experience identified the possibility of adverse events having occurred. Follow up of observations from literature identified that a pt underwent an inpatient evacuation of a hematoma at the wound in 2006, constituting surgical intervention. No implants were removed or replaced.